Event description:
Medtronic received information regarding a shunt. It was reported that the patient underwent ventriculoperitoneal shunt surgery on (B)(6) 2026. On (B)(6) 2026, the patient suddenly developed a high fever. Based on the auxiliary examination results, intracranial infection was considered. Since the operation, the patient had experienced recurrent fever. On (B)(6) 2026, examination of the patient showed a large area of skin redness below the xiphoid process, with localized tense blisters containing yellow-white purulent material. An abdominal CT scan was completed, and a local skin abscess below the xiphoid process was considered, complicated by inflammatory encapsulation of the distal abdominal end of the ventriculoperitoneal shunt tube. After obtaining consent from the family, incision and drainage of the subxiphoid skin abscess and external drainage of the abdominal end of the ventriculoperitoneal shunt were performed as well as the distal abdominal catheter was removed. After incision at the site of obvious abscess fluctuation, a large amount of yellow-white purulent fluid was seen to drain out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.